Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was stated by the patient that she thought that her cannula was not fully inserted into the skin. Reportedly, her blood glucose level was over 560 mg/dl, which was suspected to be because of occlusion. She self-treated it with insulin injection. At the time of the incident, her blood glucose level was 247 mg/dl. Subsequently, she was admitted to the hospital and received fluids and insulin via intravenous route as corrective treatment. She was hospitalized for two days and there was no permanent damage to the patient. No further information available.